Event description:
Adult male patient undergoing open reduction and internal fixation of right anterior column acetabular fracture. While the surgeon was using the styker drill, the drill bit broke during the procedure. The surgeon gathered all the broken drill bit pieces. Another drill bit was obtained. The remainder of procedure was completed without further complications. The patient was admitted to the recovery room in stable condition with no untoward effects from the broken drill bit.